Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced lower delivery rates than programmed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported lower delivery rates than programmed which was reproduced during evaluation. The cause was determined to be an over-traveled downstream valve and a build-up of dried fluid residue on the pressure plates which prevented proper function. The pressure plates were cleaned and travel/flow was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.